Event description:
It was reported during a coronary artery bypass graft procedure, the medium ligaclip applier was cutting as it was clipping the tissue. (B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the clip cut the tissue? Yes. Did the device cut the tissue? Yes. Was the clip in a scissor shape? Unknown. What was the exact product code that had the issue? (B)(4).